Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. Only a coil was returned which was found broken in two pieces and stretched near the interlocking arm end. Microscopic inspection of the zap tip of the coil revealed a smooth surface and no anomalies in the interlocking arm. The coil dimensions that could be measured were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the main coil broke inside the catheter. The target lesion was located in a moderately tortuous left internal iliac artery. A 10mm x 25cm interlock¿-35 was selected for use. During procedure, a coil was inserted in an imager 2 catheter; however, severe resistance was noted while inserting the second coil from the introducer to the imager 2 catheter. Subsequently, the coil prematurely detached and broke inside the catheter prior to being inserted into the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.